Event description:
A low reading issue was reported with the adc device. The customer obtained a sensor reading of 2.1 mmol/l and self-treated with apple juice. After an unspecified amount of time, the customer experienced vomiting, loss of consciousness, and was taken to the hospital. A blood glucose result of "48" was obtained on an hcp meter and customer received unspecified treatment for hyperglycemia. The customer could not recall details of treatment as they were unconscious. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.